Manufacturer narrative:
(B)(4). (B)(6). No product has been returned for investigation. Device history record (DHR) was reviewed and no discrepancies were found. However, pictures are available and a "hole in inner sterile packaging " issue has been confirmed. Investigation results concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay in the surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : concomitant medical products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00097.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened. The manufacture sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.